Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the video, observed the catheter difficult to drain the urine from the bladder. The conditions of sample could not been identified since there are only video of catheter provided for investigation. Flowrate test or other functional testing of the reported sample could not be performed due to only video provided. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure could be due to operator error/poor burn process/wrong technic/mechanical error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the customer did the radical resection of prostate and after used a urethral catheter to flush out 7 cases of different degrees of bleeding and bladder swelling. After investigation, it was found that the speed of the inlet of the urinary catheter was much larger than the speed of the outlet, and the diameter of the tube body was also larger. The hospital has been using the products for many years, the first time such a situation occurred, the director suspected that there was a problem with the quality of this batch of products, and asked the remaining more than 100 urinary catheters to be tested by the factory and give a test report. The user was exposed to blood or bodily fluid. It was unknown what medical intervention was provided. As per the follow up information received on 13apr2024, the customer stated that the velocity of the water inlet was significantly greater than the velocity of the outlet, resulting in the water inlet being much greater than the water outlet during bladder irrigation, which makes the bladder fill rapidly, resulting in bladder swelling and bleeding.

Event description:
It was reported that after the customer did the radical resection of prostate and after used a urethral catheter to flush out 7 cases of different degrees of bleeding and bladder swelling. After investigation, it was found that the speed of the inlet of the urinary catheter was much larger than the speed of the outlet, and the diameter of the tube body was also larger. The hospital has been using the products for many years, the first time such a situation occurred, the director suspected that there was a problem with the quality of this batch of products, and asked the remaining more than 100 urinary catheters to be tested by the factory and give a test report. The user was exposed to blood or bodily fluid. It was unknown what medical intervention was provided. As per the follow up information received on 13apr2024, the customer stated that the velocity of the water inlet was significantly greater than the velocity of the outlet, resulting in the water inlet being much greater than the water outlet during bladder irrigation, which makes the bladder fill rapidly, resulting in bladder swelling and bleeding.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be due to wrong product size selected, control panel circuiting problem, speed controller faulty, amplifier card faulty, drying parameters wrongly set, or incorrect material supplied. A potential root cause for this failure mode could be poor burned/not burned/undersized drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the customer did the radical resection of prostate and after used a urethral catheter to flush out 7 cases of different degrees of bleeding and bladder swelling. After investigation, it was found that the speed of the inlet of the urinary catheter was much larger than the speed of the outlet, and the diameter of the tube body was also larger. The hospital has been using the products for many years, the first time such a situation occurred, the director suspected that there was a problem with the quality of this batch of products, and asked the remaining more than 100 urinary catheters to be tested by the factory and give a test report. The user was exposed to blood or bodily fluid. It was unknown what medical intervention was provided. As per the follow up information received on 13apr2024, the customer stated that the velocity of the water inlet was significantly greater than the velocity of the outlet, resulting in the water inlet being much greater than the water outlet during bladder irrigation, which makes the bladder fill rapidly, resulting in bladder swelling and bleeding.